Event description:
It was reported that during reprocessing the da vinci s surgical mega suturecut needle driver instrument was noted to have a wire sticking out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was broken at the distal end. The cable segment stuck out at the wrist approximately .4880 in length. Engineering also found the distal pulleys were missing. Both pulleys located on the distal clevis pin and guides grip cables in wrist were missing. No other damage was found.